Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve, model #pvf-m, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #pvf-m) perceval plus heart valve at the time of manufacture and release. A follow up report will be provided upon receipt of additional information or completion of actual device testing.

Event description:
The manufacture was informed that perceval plus sutureless aortic heart valve, pvf-m was implanted on (B)(6) 2022. Right before leaving the operating room during the skin suturing, the tee control echo showed a transvalvular and paravalvuar leakage (between lcc-rcc). As such, valve was explanted during the same day. As reported, the valve was collapsed again 2-3x times, but it seemed that the valve or holder had some issues, and the collapsing could not be completed. Furthermore, it was mentioned by the surgeon that sutures on the valve seemed a bit ''loose''.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6. The manufacturing and material records for the perceval plus heart valve and stent, model #pvf-m, s/n # b11811, as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #pvf-m) perceval plus heart valve at the time of manufacture and release. Steady flow test review was also performed. The review of the images demonstrates the acceptable opened and closed leaflet performance of the perceval pvf-m sn# b11811. No anomalies are observed during the open/close cycle. The valve therefore meets the acceptance criteria of the steady flow test inspection defined in the dedicated procedure at the time of release. The valve was returned to the manufacturer. After decontamination, the valve was visually inspected without observing any macroscopic anomalies and/or pre-existing defects according to the specifications, except of a little distortion / deformation noticed on the green eyelet in the sector corresponding to the leaflet #2. In order to simulate the deployment in the aortic root, the returned valve was collapsed with a demo accessory kit. No problems were encountered in the collapsing phase, and the prosthesis was prepared for the deployment simulation with an acceptable collapsed configuration, despite multiple attempts reported by the field. During the simulation of the valve deployment in the aortic root of silicon 23, no problems were encountered during the ballooning phase: the sealing at the annulus level is guaranteed as visible in attached pictures; thus, the valve remained fixed within the annulus. Then, by inserting some water into the aortic root from the outflow side, no leaks were observed during the simulation. Considering the static conditions of the test, the water level remained stable under the free edge of the leaflets. The hydrodynamic testing was also conducted on the pvf-m. The effective orifice area (eoa) at 70 bpm, 5.0 l/min of cardiac output and mean backpressure of about 100 mmhg is 2.81 cm2, well above the iso 5840 minimum requirement 1.25 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction is 4.6 % and it is below the requirement of iso 5840 (rf% < 10%) for a prosthesis of equivalent tad. No anomalies were observed during the open/close cycle in both normotensive and hypotensive conditions. Furthermore, it was mentioned by the surgeon that sutures on the valve seemed a bit ''loose''. It is not totally clear if the comment is referred to the green eyelet in the sector corresponding to the leaflet #2 or something else. In effect, as already mentioned as result of the visual inspection, one of the three green eyelets appeared a little loose. Nevertheless, there are no evidence to correlate this feature to a pre-existing defect, but rather it seems likely due to an overload / pull maneuverer occurred during the surgical procedure. Based on the performed analysis, no issues were observed during the replication of collapsing and deployment. No paravalvular leaks were observed during the simulation of the static leak test and during the open/close cycle. As such, the reported event cannot be explained by any factor intrinsic in the involved device because the claimed issues were not observed during the investigation carried out (i.e., hydrodynamic test). Furthermore, from the document review performed, no manufacturing deficiencies were identified. It was mentioned that multiple attempts to re-collapse the valve was made. As such, it is important to highlight that as explained in the perceval instructions for use, "a removed perceval prosthesis must not be re-implanted, because its integrity is no longer ensured." As such, the decision to re-collapse the valve was made off-label. Should further information be received in the future, a follow up report will be provided.